Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The distributor did not report any injury or medical intervention

Manufacturer narrative:
(B)(4). The sensor applicator being used at the time of event was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the sensor pod; therefore, a complete investigation was not able to be performed and the reported detached sensor wire was confirmed. However, a root cause could not be determined.

Manufacturer narrative:
(B)(4).